Event description:
Caller reported transfer set connector pieces separated from the tubes. Customer reported leakage- smells insulin, has high blood glucose level (400 mg/dl). No adverse event reported. Device not available for return.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. Device not available for return.